Event description:
Device malfunction: difficult to remove, balloon detachment. Time of malfunction: during the procedure. Symptoms/ae: snare removal of detached balloon. It was reported that during a right superficial femoral artery procedure, the lesion was successfully dilated using an agiltrac balloon. Resistance was met during removal of the agiltrac delivery catheter. After removal, it was noticed that the balloon had detached from the shaft and remained on the wire. The 5 fr procedure sheath was replaced with an 8 fr sheath. The detached balloon was snared over the wire and completely removed from the body. There was no adverse pt sequela. Though requested, no additional info was provided.

Manufacturer narrative:
Eval summary: the balloon catheter was returned with blood and fluid visible in the balloon. The balloon had a radial tear distal to the proximal seal and was severely wrinkled. The inner member was separated proximal to the edge of the proximal marker band and was stretched. Also, a hole was found distal to the edge of the proximal marker band. There was a crease on both sides of the inner member distal to the edge of the proximal marker band. It was reported that after a successful dilatation, resistance was met during removal of the balloon. The resistance can be affected by numerous factors including, but not limited to, a poor refold of the balloon, the balloon not fully deflated, the balloon catching on another device, and the device used on a sharp angle within the anatomy. The torn balloon and damaged inner member indicate a tensile overload for the distal section of the catheter. A review of the finished device lot history record did not reveal any non-conformity which could have contributed to this event. A review of the lot history record rd (reliability engineering) on-line destructive testing for distal shaft tensile, showed the testing met the product specification. A root cause for the resistance and balloon detachment could not be determined based on the investigation.